Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 7 atms on the first inflation during predilation. The lesion being treated was located in the tortuous, severely calcified and 99% stenotic proximal right coronary artery (rca). The physician said this problem was related to the severe calcification. The device was removed from the patient intact. The procedure was successfully completed with 2.75x8mm quantum maverick balloon and the deployment of a 2.75x12mm taxus stent. Patient status is listed as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.